Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's analog board was removed and returned. The analog board was extensively tested without reproducing the reported problem. The customer was contacted to see if replacing the analog resolved the reported problem. To date, the customer has not confirmed this information. The analog board was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed an "ECG fault 7" message. Complainant indicated that there was no patient involvement in the reported malfunction.